Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was not impacted by the event. Reportedly, the issue resolved on its own while using the same pump charging supplies.